Event description:
The customer reported that the monitors are not coming up. No patient injury was reported.

Manufacturer narrative:
The ge service rep re-seated the system interface board and cables. The system is operating as intended.